Manufacturer narrative:
The user facility did not submit a user facility report to the MFR, event codes were derived based on info documented by a carefusion tech support specialist in response to a phone conversation. (B)(4). The following info concerning the evaluation of the gas delivery engine (gde) is a summary of the info documented by the carefusion failure analysis lab tech. The carefusion failure analysis lab tech evaluated the gas delivery engine, verified the complaint and determined that the root cause (tca) pcba which is part of the gas delivery engine, carefusion has initiated an internal corrective action through our corrective and preventative action system to investigation this issue. On (B)(4) 2014, carefusion sent a replacement gas delivery engine to the user facility for their biomed to repair and return the device to a use condition. On (B)(4) 2014, the user facility reported that the replacement gas delivery engine provided by carefusion resolved the alarm issue.

Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility rep. "New gde installed and no alarm was audible. The alarm on the ventilator does not work. Only after putting the new de in did it have this problem. The secondary alarm is functioning."